Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during a laparoscopic partial resection of the small intestine, after firing the reload, knife blade returned without issue, but the jaws would not open even though the silver open button was pushed. The surgeon pressed both buttons simultaneously but there was no change. The adapter was then disconnected and the manual retraction tool was used to open the jaws. The event occurred in use for patient. The procedure was completed with another device. The surgical time was extended by less than 30 min. The status of the patient: no problem. Additional tissue resection is not required. There was no tissue damage. The incision site was not extended. Nothing fell into the patient's cavity. The product was removed from the tissue without damaging it. No bleeding occurred. Additional information has been requested but not yet received. A supplemental report will be submitted upon receipt of new information.